Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient thought that the ins pocket had gotten too large, as they had an increasingly difficult time obtaining and maintaining recharge coupling. The ins was not positioned the best and it was not secure. The patient could only recharge the ins when they were lying down. A manufacturer representative looked at the ins site and said the ins was a little bit tilted in the pocket. There were a few lumps and bumps at the ins site. The recharger was able to start a normal charging session, however the patient was only able to obtain one coupling bar. The patient had difficulty charging. The patient had a fall on (B)(6) 2016, but it appeared that it was after the issues began.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the fall they experienced on 2016-dec-25 with the stimulator on may have led to the implantable neurostimulator (ins) pocket issues. The patient stated that they used their recharger to turn off the unit. The patient changed the batteries in their hand-held and requested a replacement external device from the manufacturer representative. It was noted that the patient also met with a manufacturer representative, as well as their healthcare provider (hcp), and resolved the issue.